Manufacturer narrative:
(B)(4).

Event description:
((B)(4)). The dentist reported that 20 days after the dental implant was installed in intraoral region # 7 it was verified its non osseointegration. Thirty-five ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii). The patient presented infection.